Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient was attempted to be implanted with a leadless implantable pulse generator (ipg). The first leadless ig was unable to be implanted due to spinal curvature and the physician was unable to cross the tricuspid valve. The tether unlocked when the physician attempted to curve with the leadless ipg in the cup. Another leadless ipg was attempted to be implanted. A snare was used to try to complete the implant. The implant of the second leadless ipg was unsuccessful due to the spinal curvature and was unable to reach to cross the tricuspid valve. A transvenous system was then successfully implanted. In the process of tearing down the sterile field, the patient oxygen saturation dropped and they became unresponsive. The patient coded and passed away.